Manufacturer narrative:
Date sent: 07/10/2009. Info anticipated, but unavailable at this time.

Event description:
It was reported that during a gastric sleeve procedure, after reloading the device it did not fire at all. There were misformed staples so another reload was used and the same problem. No further info is available. Another same like device was used to complete the procedure. There were no adverse consequences for the pt.